Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-02939, 2134265-2015-02940 and 2134265-2015-02941. It was reported that automatic pullback failure has occurred. During a percutaneous coronary intervention an opticross¿ imaging catheter was used in conjunction with a pullback sled and motor drive unit to diagnose an unspecified target lesion, however automatic pullback failure had occurred. When the device was flushed during preparation, water was leaking from the hub. The physician used another catheter but no image was displayed and nothing happened when they pressed the pullback button. The sled was reconnected but the problem still existed. Then the physician used another sled but still no image had shown. It was discovered that water leaked inside the sterile bag at the motor drive connection port and it could not be read by the ilab. The physician decided to replace the sled and use an atlantis imaging catheter with the motor drive unit and the problem was solved. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed that the mdu5 plus failed the mdu-5 plus basic functional test. Error message #104 was displayed, and the motor drive failed its pullback functional check. The mdu5 plus was opened and revealed corrosion on the mcu board, which controls the pullback function. This indicated that saline/fluids previously leaked into the mdu5 plus, as described by the customer¿s event description. However, no saline/fluids were leaking into the mdu5 plus during the investigation performed by fremont cis. No other issues or defect noted on the device analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2015-02939, 2134265-2015-02940 and 2134265-2015-02941. It was reported that automatic pullback failure has occurred. During a percutaneous coronary intervention an opticross imaging catheter was used in conjunction with a pullback sled and motor drive unit to diagnose an unspecified target lesion, however automatic pullback failure had occurred. When the device was flushed during preparation, water was leaking from the hub. The physician used another catheter but no image was displayed and nothing happened when they pressed the pullback button. The sled was reconnected but the problem still existed. Then the physician used another sled but still no image had shown. It was discovered that water leaked inside the sterile bag at the motor drive connection port and it could not be read by the ilab. The physician decided to replace the sled and use an atlantis imaging catheter with the motor drive unit and the problem was solved. No patient complications reported and the patient's condition is stable.